Manufacturer narrative:
The problem cannot be investigated since the device was not returned to the manufacturer: the device was discarded at the user facility we are unaware about operator injury.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.